Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (infection and right heart failure) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The center reported that the patient experienced a major infection. The patient reported to the ed with complaints of cough, congestion, and altered mental status. A CT of the head was obtained and came back negative. Confusion quickly resolved. The patient¿s white blood cell count was elevated so cultures were obtained and the patient was admitted to the hospital. The patient finished IV antibiotics for bacteremia on (B)(6) 2019 and was started on oral levaquin. Sputum culture came back positive for rhinovirus. The patient appeared to be stable on levaquin until (B)(6) 2019 when the patient¿s white blood cell count rose to 14.35 and crp rose to 53.6. The patient was started on empiric IV vancomycin and cefepime as bacterial pneumonia was a possibility from having the rhinovirus. The patient continued the IV antibiotics for 7 days, then had no further symptoms. It was also reported that the patient experienced volume overload on this admission. Brain natriuretic peptide (bnp) was elevated at 892 and the patient was started on IV lasix. The patient did not have much diuresis with lasix so metolazone was added. Symptoms continued to worsen and patient was 20 pounds over dry weight. Creatinine worsened and was elevated up to 3.2. The patient was started on dobutamine as right sided ventricular dysfunction was suspected. The patient received continuous IV lasix but creatinine did not improve, so the patient was transferred to the ICU and was started on inhaled nitric oxide and epinephrine. Dobutamine was stopped. The patient started to improve and epinephrine was weaned off. Nitric oxide was weaned off shortly after. The vad speed was increased from 5100 to 5200 rpm. The patient was discharged to home on (B)(6) 2019 with orders to start torsemide. The patient had no further infection symptoms at that time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas IFU lists infection and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Both the hm3 IFU and patient handbook provide care instructions in regards to preventing infection while the IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for volume overload. Bnp was elevated at 892. Patient was started on IV lasix. They did not have much diuresis with the lasix so metolazone was added. Symptoms continued to worsen and the patient was 20 pounds over their dry weight. Creatinine worsened and was elevated up to 3.2. Neck veins were very elevated. Patient was started on dubutamine as right sided ventricular dysfunction was suspected. They also received continuous IV lasix. Creatinine did not improve, so patient was transferred to ICU and started on inhaled nitric oxide and epinephrine. Dobutamine was stopped. Patient started to improve and epinephrine was weaned off. Nitric oxide was weaned off shortly after. Vad speed was increased from 5100 rpm to 5200 rpm. Patient was discharged home on (B)(6) 2019 with orders to start torsemide. Patient reported to the ed on (B)(6) 2019 with complaints of cough, congestion and altered mental status. CT head was obtained and came back negative. Confusion was quickly resolved. Patient's white blood cell count was elevated. Cultures were obtained and patient was admitted to the hospital. Patient finished IV vancomycin for bacteremia on (B)(6) 2019 and was started on oral levaquin as previously planned. Sputum cultures came back positive for rhinovirus. Patient appeared to be stable on levaquin until (B)(6) 2019 when patient white blood cell count rose to 14.35 and crp rose to 53.6. Patient was started on empiric IV vencomycin and cefepime as bacterial pneumonia was a possibility from having the rhinovirus. Patient received cefepime for two days while admitted empirically. Patient continued on the IV antibiotics for seven days. They had no further symptoms and was discharged home on (B)(6) 2019. No further or additional information was provided.